Event description:
The product was used during a laparoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device without any patient injury.